Event description:
It was reported that the touchscreen became shattered due to the customer dropping the pump (user induced damage). The pump was confirmed to be functional. There was no impact to the customer's blood glucose level. This event is being reported based on the evaluation of the returned device. During evaluation, the device was unable to power on due to usb pin contamination.